Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump was breaking through the skin at the incision site and the patient developed an infection. The pump was subsequently explanted.